Event description:
It was reported that during a signature total knee arthroplasty, the guides did not fit the patient. Vanguard premier instruments were used to complete the procedure. There was a delay in the procedure of greater than 40 minutes.

Manufacturer narrative:
Supplier review of planning and procedures found the device did not meet specification. The DHR was examined and the root cause for the registration failure of the tibial guide was found in an incorrect imitation of the lateral cartilage. The guides reaches too far over the plateau in the assumed cartilage region and might have been destabilized by the presence of the cartilage. Lot is limited to one unit.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.